Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 3. Reference MFR reports: #1627487-2016-05553, #1627487-2016-05554. Note: the patient received two leads from the same lot number of device 1. It was reported the patient's lead had several contacts with high impedance readings. In turn, surgical intervention may be taken to address the issue.